Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. Short battery life is illustrated with drastic voltage drop leading to warning and alarm on (B)(6) 2015. The battery compartment is cracked from threads down to the case seal on the side. Ez-prime steps were performed correctly, all current reading are within specification. Unable to duplicate ¿short battery life¿ complaint, the pump¿s cover was removed, no moisture corrosion or intermittent condition was found to the printed circuit board.